Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - unit received had the handle closed without the 6in transitional being inserted. Unit received without a 6in transitional. Shock cushion was replaced due to damage caused by handle being closed without the transitional. The 1/4 pin and adjustment wrench was replaced due to wear. Since the unit was received without a transitional, the unit will be shipped back to the customer with a shipping plug. Repair, preventive maintenance, replacement of worn parts and cleaning required. Root cause - the reported complaint was confirmed from the evaluation. Unit received without a 6in transitional. Evaluation showed that the handle closed without the 6in transitional being inserted. Other parts of the device are worn and will undergo repairs. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the locking mechanism on the lever of mayfield ultra base unit (a2101) was too loose and does not sit all the way down. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported. After the device was returned by the customer, evaluation showed that the unit had the handle closed without the 6in transitional being inserted.